Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain, postlaminectomy pain, and degen disc disease/herniated disc pain. It was reported that the patient's entire pump was explanted on (B)(6) 2008. It was further reported that the pump was put in the wrong place by the belt line in (B)(6) 2008. It hurt and worried the patient, the patient could not wear a belt and suspenders did not work, which aggravated the patient. As a result the patient "gave up on it" as the patient had no tolerance or patience and wanted the pump out. Additionally, the pump did not do any good for medicine and never helped with the patient's pain, so it was explanted. It was noted that there was nothing wrong with the pump and it was the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The healthcare provider reported that the alleged issue pf the pump being in the wrong spot was false. I was stated the patient was successfully implanted with the pump and the treatment with prialt caused nausea, vomiting, and mental confusion. The prialt was removed and symptoms persisted even with morphine. The patient requested that the pump be removed and it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.